Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in a 29-year-old female patient who had essure (batch no. 761611) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included parity and diabetes mellitus. Previously administered products included for contraception: depo. Past adverse reactions to the above products included weight increased with depo. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (minastrin 24 fe) from (B)(6) 2017 to (B)(6) 2017 for menorrhagia as well as ethinylestradiol;norethisterone acetate (loestrin) from (B)(6) 2010 to (B)(6) 2011, fluconazole (diflucan) from (B)(6) 2015 to (B)(6) 2016, metformin, nsaids, nystatin (mycostatin) from (B)(6) 2015 to (B)(6) 2016 and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("very heavy menstrual cycles, menorrhagia"), dyspareunia ("pain during intercourse/dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), anaemia ("blood or heart disorder/condition type: anemia") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2012, the patient experienced alopecia ("noticable hair loss"). On (B)(6) 2015, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal)-type: vaginal"), 4 years 9 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), rash pruritic ("rashes that pop up on my hands, wrists and feet that itch realy bad"), gastric disorder ("flutters in my stomach"), abdominal pain lower ("severe cramping"), abdominal pain ("I always get a really bad sharp pain on the right side of my abdomen/abdominal pain"), abdominal distension ("bloat in my stomach") and fatigue ("alot of fatigue"). The patient was treated with surgery (hysterectomy (full),salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, abdominal pain, vaginal haemorrhage and vaginal infection had resolved and the rash pruritic, gastric disorder, abdominal pain lower, abdominal distension, dyspareunia, alopecia, fatigue, depression, anxiety, anaemia and dysmenorrhoea outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anaemia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, gastric disorder, genital haemorrhage, menorrhagia, pelvic pain, rash pruritic, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy : date of removal previously reported as (B)(6)2017 now it is reported (B)(6) 2017. Patient received treatment for pain, bleeding, urinary tract/bladder problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Pregnancy test - on an unknown date: results: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: event outcome of vaginal hemorrhage, pelvic pain, menorrhagia were updated as recovered/resolved. Rcc note added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA.(B)(4)) on 05-nov-2015. The most recent information was received on 29-may-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in a 29-year-old female patient who had essure (batch no. 761611) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity and diabetes mellitus. Previously administered products included for contraception: depo. Past adverse reactions to the above products included weight increased with depo. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (minastrin 24 fe) from (B)(6) 2017 to (B)(6) 2017 for menorrhagia as well as ethinylestradiol;norethisterone acetate (loestrin) from (B)(6) 2010 to (B)(6) 2011, fluconazole (diflucan) from (B)(6) 2015 to (B)(6) 2016, metformin, nsaids, nystatin (mycostatin) from (B)(6) 2015 to (B)(6) 2016 and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal)-type: vaginal"), 4 years 9 months after insertion of essure. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("very heavy menstrual cycles, menorrhagia"), dyspareunia ("pain during intercourse/dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), anaemia ("blood or heart disorder/condition type: anemia"), dysmenorrhoea ("dysmenorrhea (cramping)") and female sexual dysfunction ("apareunia(inability to have sexual intercourse)"). In 2012, the patient experienced alopecia ("noticable hair loss"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), rash pruritic ("rashes that pop up on my hands, wrists and feet that itch realy bad"), gastric disorder ("flutters in my stomach"), abdominal pain lower ("severe cramping"), abdominal pain ("I always get a really bad sharp pain on the right side of my abdomen/abdominal pain"), abdominal distension ("bloat in my stomach") and fatigue ("alot of fatigue"). The patient was treated with surgery (hysterectomy (full),salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, abdominal pain, vaginal haemorrhage and vaginal infection had resolved and the rash pruritic, gastric disorder, abdominal pain lower, abdominal distension, dyspareunia, alopecia, fatigue, depression, anxiety, anaemia, dysmenorrhoea and female sexual dysfunction outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anaemia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastric disorder, genital haemorrhage, menorrhagia, pelvic pain, rash pruritic, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy : date of removal previously reported as (B)(6) 2017 now it is reported (B)(6) 2017. Patient received treatment for pain, bleeding, urinary tract/bladder problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Pregnancy test - on an unknown date: results: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 29-may-2020: pfs received. Event: apareunia (inability to have sexual intercourse) added. Previously reported event of she did not undergo essure confirmation test deleted. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4) on 05-nov-2015. The most recent information was received on 04-aug-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in a 29-year-old female patient who had essure (batch no. 761611) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity and diabetes mellitus. Previously administered products included for contraception: depo. Past adverse reactions to the above products included weight increased with depo. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (minastrin 24 fe) from (B)(6) 2017 to (B)(6) 2017 for menorrhagia as well as ethinylestradiol;norethisterone acetate (loestrin) from (B)(6) 2010 to (B)(6) 2011, fluconazole (diflucan) from august 2015 to june 2016, metformin, nsaids, nystatin (mycostatin) from (B)(6) 2015 to (B)(6) 2016 and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal)-type: vaginal"), 4 years 9 months after insertion of essure. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("very heavy menstrual cycles, menorrhagia"), dyspareunia ("pain during intercourse/dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), anaemia ("blood or heart disorder/condition type: anemia"), dysmenorrhoea ("dysmenorrhea (cramping)") and female sexual dysfunction ("apareunia(inability to have sexual intercourse)"). In 2012, the patient experienced alopecia ("noticable hair loss"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), rash pruritic ("rashes that pop up on my hands, wrists and feet that itch really bad"), gastric disorder ("flutters in my stomach"), abdominal pain lower ("severe cramping"), abdominal pain ("I always get a really bad sharp pain on the right side of my abdomen/abdominal pain"), abdominal distension ("bloat in my stomach") and fatigue ("a lot of fatigue"). The patient was treated with surgery (hysterectomy (full),salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, abdominal pain, vaginal haemorrhage and vaginal infection had resolved and the rash pruritic, gastric disorder, abdominal pain lower, abdominal distension, dyspareunia, alopecia, fatigue, depression, anxiety, anaemia, dysmenorrhoea and female sexual dysfunction outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anaemia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastric disorder, genital haemorrhage, menorrhagia, pelvic pain, rash pruritic, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy : date of removal previously reported as (B)(6) 2017 now it is reported (B)(6) 2017. Patient received treatment for pain, bleeding, urinary tract/bladder problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Pregnancy test - on an unknown date: results: negative. Lot number: 761611 manufacture date: 2010-07 expiration date: 2013-07. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 4-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in a 29-year-old female patient who had essure (batch no. 761611) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included parity and diabetes mellitus. Previously administered products included for contraception: depo. Past adverse reactions to the above products included weight increased with depo. Concomitant products included fluconazole (diflucan) from (B)(6) 2015 to (B)(6) 2016, metformin, nsaids, nystatin (mycostatin) from (B)(6) 2015 to (B)(6) 2016 and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("very heavy menstrual cycles, menorrhagia"), dyspareunia ("pain during intercourse/dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), anaemia ("blood or heart disorder/condition type: anemia") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2012, the patient experienced alopecia ("noticable hair loss"). On (B)(6) 2015, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal)-type: vaginal "), 4 years 9 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), rash pruritic ("rashes that pop up on my hands, wrists and feet that itch realy bad"), gastric disorder ("flutters in my stomach"), abdominal pain lower ("severe cramping"), abdominal pain ("I always get a really bad sharp pain on the right side of my abdomen/abdominal pain"), abdominal distension ("bloat in my stomach") and fatigue ("alot of fatigue"). The patient was treated with surgery (hysterectomy (full),salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the rash pruritic, gastric disorder, abdominal pain lower, menorrhagia, abdominal distension, dyspareunia, alopecia, fatigue, vaginal haemorrhage, depression, anxiety, anaemia, dysmenorrhoea and vaginal infection outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anaemia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, gastric disorder, genital haemorrhage, menorrhagia, pelvic pain, rash pruritic, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy : date of removal previously reported as (B)(6) -2017 now it is reported (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Pregnancy test - on an unknown date: results: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 14-jan-2020: pfs received. Date of removal was updated. New events anemia, dysmenorrhea, vaginal infection was added. Onset date of event was updated. Concomitant drug was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA.(B)(4)) on 05-nov-2015. The most recent information was received on 29-may-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in a 29-year-old female patient who had essure (batch no. 761611) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity and diabetes mellitus. Previously administered products included for contraception: depo. Past adverse reactions to the above products included weight increased with depo. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (minastrin 24 fe) from (B)(6) 2017 to (B)(6) 2017 for menorrhagia as well as ethinylestradiol;norethisterone acetate (loestrin) from (B)(6) 2010 to (B)(6) 2011, fluconazole (diflucan) from (B)(6) 2015 to (B)(6) 2016, metformin, nsaids, nystatin (mycostatin) from (B)(6) 2015 to (B)(6) 2016 and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal)-type: vaginal"), 4 years 9 months after insertion of essure. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("very heavy menstrual cycles, menorrhagia"), dyspareunia ("pain during intercourse/dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), anaemia ("blood or heart disorder/condition type: anemia"), dysmenorrhoea ("dysmenorrhea (cramping)") and female sexual dysfunction ("apareunia(inability to have sexual intercourse)"). In 2012, the patient experienced alopecia ("noticable hair loss"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), rash pruritic ("rashes that pop up on my hands, wrists and feet that itch realy bad"), gastric disorder ("flutters in my stomach"), abdominal pain lower ("severe cramping"), abdominal pain ("I always get a really bad sharp pain on the right side of my abdomen/abdominal pain"), abdominal distension ("bloat in my stomach") and fatigue ("alot of fatigue"). The patient was treated with surgery (hysterectomy (full),salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, abdominal pain, vaginal haemorrhage and vaginal infection had resolved and the rash pruritic, gastric disorder, abdominal pain lower, abdominal distension, dyspareunia, alopecia, fatigue, depression, anxiety, anaemia, dysmenorrhoea and female sexual dysfunction outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anaemia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastric disorder, genital haemorrhage, menorrhagia, pelvic pain, rash pruritic, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy : date of removal previously reported as (B)(6) 2017 now it is reported (B)(6) 2017. Patient received treatment for pain, bleeding, urinary tract/bladder problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Pregnancy test - on an unknown date: results: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 29-may-2020: pfs received. Event: apareunia (inability to have sexual intercourse) added. Previously reported event of she did not undergo essure confirmation test deleted. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in a 29-year-old female patient who had essure (batch no. 761611) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included parity and diabetes mellitus. Previously administered products included for contraception: depo. Past adverse reactions to the above products included weight increased with depo. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (minastrin 24 fe) from (B)(6) 2017 to (B)(6) 2017 for menorrhagia as well as ethinylestradiol;norethisterone acetate (loestrin) from (B)(6) 2010 to (B)(6) 2011, fluconazole (diflucan) from (B)(6) 2015 to (B)(6) 2016, metformin, nsaids, nystatin (mycostatin) from (B)(6) 2015 to (B)(6) 2016 and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("very heavy menstrual cycles, menorrhagia"), dyspareunia ("pain during intercourse/dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), anaemia ("blood or heart disorder/condition type: anemia") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2012, the patient experienced alopecia ("noticable hair loss"). On (B)(6) 2015, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal)-type: vaginal "), 4 years 9 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), rash pruritic ("rashes that pop up on my hands, wrists and feet that itch really bad"), gastric disorder ("flutters in my stomach"), abdominal pain lower ("severe cramping"), abdominal pain ("I always get a really bad sharp pain on the right side of my abdomen/abdominal pain"), abdominal distension ("bloat in my stomach") and fatigue ("a lot of fatigue"). The patient was treated with surgery (hysterectomy (full),salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the rash pruritic, gastric disorder, abdominal pain lower, menorrhagia, abdominal distension, dyspareunia, alopecia, fatigue, vaginal haemorrhage, depression, anxiety, anaemia, dysmenorrhoea and vaginal infection outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anaemia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, gastric disorder, genital haemorrhage, menorrhagia, pelvic pain, rash pruritic, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy : date of removal previously reported as (B)(6) 2017 now it is reported (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Pregnancy test - on an unknown date: results: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 14-jan-2020: pfs received. Date of removal was updated. New events anemia, dysmenorrhea, vaginal infection was added. Onset date of event was updated. Concomitant drug was added. On 16-mar-2020: pfs received: concomitant drugs added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on (B)(6) 2015. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and genital haemorrhage ('general abnormal bleeding') in a (B)(6) year old female patient who had essure (batch no. 761611) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included parity and diabetes mellitus. Previously administered products included for contraception: depo. Past adverse reactions to the above products included weight increased with depo. Concomitant products included metformin, nsaids and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("very heavy menstrual cycles, menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In 2012, the patient experienced alopecia ("noticable hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), rash pruritic ("rashes that pop up on my hands, wrists and feet that itch really bad"), gastric disorder ("flutters in my stomach"), abdominal pain lower ("severe cramping"), abdominal pain ("I always get a really bad sharp pain on the right side of my abdomen/abdominal pain"), abdominal distension ("bloat in my stomach"), dyspareunia ("pain during intercourse") and fatigue ("a lot of fatigue"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the rash pruritic, gastric disorder, abdominal pain lower, menorrhagia, abdominal distension, dyspareunia, alopecia, fatigue, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, depression, dyspareunia, fatigue, gastric disorder, genital haemorrhage, menorrhagia, pelvic pain, rash pruritic and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received. Reporter, date of removal added. Event: general abnormal bleeding added. Outcome of the event pelvic pain, abdominal pain were updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.